Manufacturer narrative:
According to the complaint description, the lot number and the sample are available. After receiving this complaint, we searched for other complaints but we didn't found any other complaint on lot number 9777346. Documentary investigation was done; no issue was registered during production. We received one used sample with retrace and two ureteral dilators. These two dilators are from the same size. In a normal packaging, two different sizes of dilators are sold with the product. However, this defect was shown to the operators to make them more sensitive to the issue.

Event description:
According to the available information, there were two dilators of the same size.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints but we didn't found any other complaint on lot number: 9777346. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation. B3: estimated date.

Event description:
According to the available information, there were two dilators of the same size.